Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, the touch screen display was difficult to see. Customer¿s blood glucose was 142 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.